Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files show that at least four applications were performed with a non-returned balloon catheter afapro28 with lot number 28150 without any issue on the date of the event. A clinical issue (phrenic nerve palsy (pnp)) was encountered during the procedure. In conclusion, the balloon catheter was not returned for investigation. There is no indication of a malfunction of the balloon catheter related to the adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the right superior pulmonary vein (rspv) ablation started, the compound motor action potential (cmap) weakened, the double stop technique was performed, but phrenic nerve palsy (pnp) occurred. After the left superior pulmonary vein (lspv) ablation, the remission of symptom was noted. The case was completed with cryo. The pnp later recovered and the patient was discharged on a later date. No further patient complications have been reported as a result of this event.